Manufacturer narrative:
A review of the device history record was performed at the request of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance and short circuits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and the array was not received. A dent on the bottom cover, slices in the fantail, and slices near the electrode ground ring were also observed. These are believed to have occurred during revision surgery. The photographic imaging inspection n revealed broken electrode wires in the fantail and near the electrode ground ring, this is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis revealed the broken electrode wires observed in the fantail and near the electrode ground ring were the result of the slices, which are believed to have occurred during revision surgery. The device passed the electrical and mechanical tests performed. The reported complaint of electrode shorts could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.